Event description:
It was reported that patient underwent a femoral retrograde nailing procedure on (B)(6) 2013. During the procedure, the connecting bolt fractured upon insertion into the nail, leaving a piece of the bolt in the nail. The surgeon had to remove the nail and use a competitor nail to complete the procedure. There was a delay greater than thirty minutes as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification to the print used at the time of manufacture. The print has since been changed in order to increase the wall thickness, and thereby increase the strength of the connecting bolt at the threaded end.